Manufacturer narrative:
By checking the DHR of the involved lot#s no pre - existing anomalies were found. This is the first and only complaint involving these lot #s. We will submit a final report once the investigation will be concluded.

Event description:
Revision surgery due to breakage of the l1 liner (code #(B)(4), lot #15at12j) performed on (B)(6) 2019. During surgery, anatomic smr was converted to reverse. Previous surgery occurred on (B)(6) 2016. It is reported that patient shoulder began squeaking since 8 months post-op and the implant was stable before squeaking occurred.